Manufacturer narrative:
Per medwatch other remarks: local masimo rep has taken a sample of the disposable with the issue, and they are investigating. While no product was returned under this file record, the customer did return one sensor lot 24dr5. The sensor was evaluated and passed continuity testing however it was determined there was an error in the manufacturing process. Replacement product was provided to the customer.

Event description:
The customer reported "masimo lncs neo spo2 sensors, with lot #'s manufactured after january 2024, are not working with the welch allyn connex monitors with hardware version p3." "When you connect the new sensor with lot numbers starting with a 24 to the welch allyn units, it is not recognized and error 'replace the spo2 sensor' shows on the screen." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: this follow-up MDR is being submitted to update the date of event. B3. Date of event was 06/04/2024; is 05/31/2024.

Event description:
The customer reported "masimo lncs neo spo2 sensors, with lot #'s manufactured after january 2024, are not working with the welch allyn connex monitors with hardware version p3." "When you connect the new sensor with lot numbers starting with a 24 to the welch allyn units, it is not recognized and error 'replace the spo2 sensor' shows on the screen." There was no patient impact or consequence reported.